Event description:
It was reported that the user experienced hyperglycemia with a blood glucose up to 340 mg/dl after breakfast and a same-day infusion set change using a contact detach set on the abdomen, with glucose remaining elevated for an estimated three hours before trending down after additional time on therapy. Symptoms included no immediate health effects. Outcomes included no need for professional medical intervention and no hospitalization. Investigation included case review, user follow-up, and troubleshooting and education regarding site change, device use, and monitoring. Investigation of this case revealed no device alarms, no reported supply issues, proper infusion set loading and insertion steps, and glucose subsequently improving while continued use of the system, which supported that the device functioned as intended and that the cause of hyperglycemia was unclear. It was concluded, based on similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction and the potential for physiologic or site-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.